Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured due to stress from the calcified tissues. The device was removed from the patient without any problem and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.